Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-04516. The pt received two leads with the same lot number. It was reported the pt wanted better stimulation coverage of her pain. In addition, the pt reported she was receiving shocking sensation at the ipg site. The physician replaced the two leads with a surgical lead for better coverage, and replaced the ipg.

Manufacturer narrative:
Result - examination of both assemblies revealed surgical cuts from extraction approx 4 cm from where swift-lock anchors are attached. No defects found in workmanship under microscopic exam. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.